Event description:
It was also reported that the lead was explanted and replaced.

Event description:
It was reported that there was an alert for t-wave oversensing, noise and high impedance on the right ventricular lead. The lead also had a possible fracture. The lead was reprogrammed, is still in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.